Event description:
Information received indicates while performing a function check, the technician found the bed exit alarm was not audible.

Manufacturer narrative:
The technician replaced the bed exit alarm board to repair the bed.